Manufacturer narrative:
(B)(4).

Event description:
During follow up, it was not possible to interrogate the device. The device was explanted and replaced. The patient was in stable condition with no consequences.

Manufacturer narrative:
No conclusion code available. Upon analysis, the cause of the field event was found to be due to a prematurely depleted battery. Bench, temperature and humidity tests were performed, and no sources of high current were found. The cause of the premature battery depletion could not be determined.